Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was on the bus and had missed the bus stop where she was supposed to get off. She got off at the next bus stop, collapsed and was found lying on the ground at bus stop. Emergency medical services (ems) was called by bystanders. Ems performed a bg upon arrival which was 26 mg/dl. Ems administered 20 ml of IV glucose 20% (4 grams) and retested the patient¿s bg which was 86 mg/dl. However, the bg decreased again and additional 20 ml of IV glucose 20% was administered. The patient was transported to the hospital where her bg upon admission was 35 mg/dl. The patient was treated with additional glucose for a total of 16 grams of IV glucose 20%. While in the emergency department. The patient was given food and her bg increase to 116 mg/dl. The patient declined admission to the hospital and was released. The patient sustained abrasions and pain when she collapsed (fell) onto the ground. It was documented that her cgm displayed 96 mg/dl and her bg was 38 mg/dl. At the time of the report, the patient was doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.